Manufacturer narrative:
(B)(4). Batch #: u9493m. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy, the clips were not feeding properly out of the applier. They looked jammed in the device. Surgeon stated when he looked at the clip applier he could see one clip below the bar that feeds the clips. The very first clip didn't form correctly and when removed, he saw the clip in the jaws below the feed bar. Device fired malformed and scissored clips. The surgeon opened a second device to complete case without issue. There was no patient consequence.